Event description:
It was reported that during deployment of a vascular stent, the physician's glove became caught in the catheter and the stent could not be completely deployed. Reportedly, the system was advanced to the treatment site in the distal sfa without incident. Reportedly, the physician was holding the black and silver portion of the catheter while deploying the stent. Once partially deployed, resistance was encountered and it was observed that a portion of the physician's glove had been retracted back into the catheter. The physician then attempted to remove the torn portion of the glove from the catheter with a pair of hemostats. Only a portion of the glove was able to be removed. The physician then attempted to deploy the remaining portion of stent, however, resistance was encountered and the deployment mechanism within the handle broke. The physician was able to deploy the remaining portion of the stent by pulling back on the delivery system, while the distal portion of the stent remained stationary within the vessel. The stent successfully exited the delivery system; however, by pulling back on the delivery system while a portion of the stent was still loaded, the stent elongated by approx ten to twelve centimeters. After deployment, the delivery system was removed without incident. Another vascular stent was then implanted within elongated portion of the stent without incident. Final angiography demonstrated suitable patency results. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the MFR for eval.